Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found all four brake casters not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced all four brake casters to resolve the issue. Based on this info, no further action is required.